Event description:
Pt came in for chemotherapy; port area was red and tender; (part originally placed 10/20 to 10/30/99). Blood culture done pseudomonas aeruginosa infection detected; pt experienced renal failure, required 7-day hospitalization treatment with antibiotics. Pt discharged on oral antibiotics.